Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the left ventricular exhibited high pacing impedance. Interrogation in clinic noted high capture threshold. Lead damage was suspected. Programming changes were performed. The patient was in stable condition.